Manufacturer narrative:
Device passed self test. No pump error 43 noted. Device alarmed pump error 37 during rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. Insulin delivery has temporarily stopped to ensure your safety. The insulin pump was not exposed to high magnetic environment. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer able to successfully clear alarm. Customer unable to complete rewind. The device will be returned for analysis.